Event description:
On (B)(6) 2016, a perceval valve pvs23 was implanted. On (B)(6) 2021 the patient needed to undergo a second procedure of cardiac surgery. The last echocardiogram showed deterioration of the prosthesis significant calcification, which conferred a double lesion with significant stenosis with an ava ao 0.7cm2 and moderate aortic regurgitation with a thp232ms, maximum velocity 4.37m / s, maximum gradient 76mmhg and a mean of 43mmhg. The device was replaced with a perceval valve of the same size pvs23. The patient was stable during the procedure, recovering very well, and was already discharged from the hospital.